Event description:
It was reported that this pacemaker system exhibited myopotential oversensing and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances were observed. Ts discussed possible causes of the oversensing and impedance issues with the hcp. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited myopotential oversensing and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances were observed. Ts discussed possible causes of the oversensing and impedance issues with the hcp. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.